Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoroscopy. Patient was asymptomatic and no anomalies were noted. Lead remains implanted and patient to be monitored.